Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.